Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose also reached 566 mg/dl. Customer was able to reduce their blood glucose to 288 mg/dl after treatment with a manual injection. The customer reported feeling sick from their blood glucose. Troubleshooting found the customer's tubing was not bent or kinked. Customer stated they have not tried all remedies for the no delivery alarm. The customer also reported receiving a low battery alert. Advised the customer to monitor their insulin pump and call back if the no delivery alarm persist. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.